Event description:
The reporter indicated the surgeon inserted a 13.2mm (B)(4) implantable collamer lens in the patient's right eye (od) and the lens tore/broke. The lens was removed with no reported injury.

Manufacturer narrative:
Results: visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No - lens not returned. Evaluation codes: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.